Event description:
The event is reported as: clips are dropping from clip appliers. It happened during cardiac bypass grafts and vascular procedures. No pt injury reported.

Manufacturer narrative:
The sample has been received by the MFR. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.